Event description:
It was reported by the reporter as below, during the guide wire crossing the lesion, the guide wire was inserted into the lesion. Then the physical tried to remove the guide wire from the lesion, however, the guide wire was fractured (separation) and the distal part of the guide wire remained in the patient's body. After that, the physician used a balloon catheter to withdrew the remaining distal part of the guide wire out from patient's body. "It was also mentioned by the reporter that the similar cases happened several times (around 3 times) in this year."

Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The specimen has sustained a fracture approximately 61.9cm from the distal tip with indications of tensile overload and bend loading. The nature of the fracture suggests the specimen entered into a constraint condition under deflection and fractured under subsequent manipulation from the lesion as noted above. Subsequent correspondence indicated that during insertion, no flush was conducted. Based on the evidence presented by the sample and the information provided by the supporting documentation, it appears that procedural and/or clinical factors have impacted on the event as reported.